Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector, service code 204) has been confirmed. Upon investigation, the trunk cable connector was physically damaged, causing the belt to not stay securely latched to a monitor. Review of the patient's downloaded flag data indicates that patient protection may have been affected. The root cause for the damaged connector was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that an electrode belt had a damaged connector and that a patient was receiving a service code 204 (belt unusable).